Manufacturer narrative:
(B)(4).

Event description:
The customer complained ongoing, intermittent imprecision issues with elecsys troponin I stat immunoassay (troponin I stat) on a cobas 6000 e 601 module. The customer provided erroneous results for 1 patient sample. No erroneous results were reported outside of the laboratory. The initial troponin I stat result from an aliquot sample cup processed by the modular pre-analytic (mpa) system was 5.64 ng/ml. The sample was auto-repeated and the result was 4.31 ng/ml. The customer pulled the primary sample tube and repeated the sample twice with results of 5.63 ng/ml and 5.66 ng/ml. The repeats results from the primary tube were believed to be correct. The customer reported the result of 5.66 ng/ml outside of the laboratory. The customer stated that when this issue occurs, the sample has normally come from the mpa. The customer stated that aliquot racks are not reused. This medwatch will cover the e601 module. Refer to medwatch with patient identifier (B)(6) for information on the mpa system. No adverse event occurred. The troponin I stat reagent lot number was 18649501 with an expiration date of 09/30/2017. The field service engineer (fse) visited the customer site and performed preventive maintenance where multiple parts were cleaned or replaced. Instrument performance tests and quality control results were acceptable.

Manufacturer narrative:
Calibration signals were within expectations. Third party quality control results were within the customer's specifications. A specific root cause was not identified. Possible root causes of the event may be related to pre-analytics, sample quality or insufficient maintenance.